Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2013 due to infection. Surgeon noted the medial augment on the tibial tray was loose which may have resulted in wear potentially causing the dark stained tissue which was present. Antibiotic spacers were implanted to complete the procedure. No further information has been provided.